Event description:
Facility reports that in 2006, a resident fell while being transfered from chair to toilet using a sabina lift. Facility reports that the resident lost her grip and was hanging on by one hand. Cna lowered resident to floor. No injuries were noted.

Manufacturer narrative:
On november 30, 2006, liko inc was notified of this incident at facility. The facility has 4 sabina patient lifts, but facility did not have any record of which lift was involved in this incident. On site investigation was completed by local distributor 12/18/2006 at which time all liko lifts were inspected. Minor repair kits were recommended for two of the lifts, and the other two were found to be in good condition. The facility purchased a safety vest for use with these lifts. Don to train staff on the correct use of safety vest.